Event description:
It was reported that a dialysis pt was being transfused (time 17:45) through the device and experienced nausea and a drop in blood pressure from 120/50mmhg to 85/47mmhg. The pt vomited and the transfusion was stopped. At 17:46, the pt was infused with 100ml of normal saline and blood pressure increased to 108/51mmhg. At 17:50 the transfusion was restarted, and blood pressure decreased from 100/74mmhg to 94/44mmhg. The transfusion was stopped (17:52) and 200 ml normal saline was infused and blood pressure increased to 109/65mmhg. Another device was used with a new administration set and the remainder of the unit and three other units were transfused without incident.